Manufacturer narrative:
This is a definitive report. This case was reported from a hospital to chinese authority, the chinese sales partner received it on (B)(6) 2025, and it was forwarded to manufacturer on (B)(6) 2025. The reporter did not provide any further information. The physician's causality assessment was determined as "probable". Company comment: manufacturer's causality assessment was determined as "probable" to our product; artz dispo, considering the time course of the events.

Event description:
(B)(6) 2025 - a 67-year-old female patient weighing 50kg visited the hospital at 14:32 due to "rotator cuff injury and shoulder joint pain". The doctor administered the patient a treatment of "25mg of sodium hyaluronate injection + 0.1g of lidocaine hydrochloride injection + 5mg of compound betamethasone injection, qd, local injection and closed administration". At night, the patient developed erythema, papules and rashes on the scalp, face, neck and trunk, accompanied by itching. (B)(6) 2025 - the patient purchased loratadine orally from a pharmacy on his own, but the effect was not good. (B)(6) 2025 - the patient visited the hospital and was diagnosed with "dermatitis medicamentosa". At 16:49, the patient was given 40mg of methylprednisolone sodium succinate for injection and 100ml of sodium chloride injection for intravenous drip anti-inflammatory treatment, 50mg of promazine hydrochloride injection for intramuscular injection, olopatadine hydrochloride tablets, bid, ketotifen fumarate tablets, qn, and oral antihistamine treatment. The rash lessened significantly around 8 p.m., with occasional itching.